Event description:
Reporter stated that pt obtained a blood glucose result of 29 mg/dl on the suspect device. Based on value, pt self-treated by eating oatmeal, with added sugar, and a banana. No pt injury was reported. While on the line with technical support, reporter reviewed device's memory and found that the corresponding test value was saved as 229 mg/dl. Reporter performed a display test and indicated that all segments appear as normal. Technical support requested the return of the suspect product.